Event description:
The customer reported to philips healthcare that after an overnight charge, the battery was burned inside the heartstart xl defibrillator. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4).